Event description:
It was reported that the 9800 system locked up during a case. The 9800 system had to be rebooted worked without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The exact malfunction could not be verified but the mainframe was found to lock up intermittently. A pin on the interface cable was found pushed in. The pin was repaired. The following circuit boards were replaced as a complete system upgrade. Sbc upgrade kit, image processor, backplane, display adapter, generator interface, fluoro function. Also replaced the hard drive and reloaded all software. The system was tested and found to be working as intended and placed back into service.